Event description:
It was reported that the patient presented in the ER. Noise was observed on the lead and several aborted therapies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.